Manufacturer narrative:
No complaint samples were returned for evaluation by the complainant. It can not be confirmed if the cause of the complaint as reported related to a manufacturing defect. However, it is acknowledged that each holmium fiber unit is subject to 100% inspection which includes a verification for physical defects as well as power transmission testing with a holmium laser. No reports of injury or patient outcome complications were received by dmta for to the reported complaint. Without the suspect units for evaluation, the root cause for the complaint issues as reported can not be confirmed. No manufacturing defects or inconsistencies were revealed during this investigation.

Event description:
Complaint information was received detailing two units of holmium fiber. The first unit identified was noted to be "bent on the tip" prior to use. The second fiber was identified to have "broke inside the patient". The customer stated, "this was from a box that had been opened before. It was these two laser fibers left in it". No reports of injury or patient complication was reported to dornier medtech america.